Event description:
Customer ran a blood test on his breeze2 meter and compared it with the doctor's contour meter. The results varied by 30 mg/dl. Specific results were not given but depending on the actual readings, the different between them could have fallen in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New kit sent to customer. Customer does not have any strips left to return for eval.